Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies were not registered. The field service engineer (fse) attempted to reseat the cable, but the cubies were still not registered. The full-height control board was then replaced, and after synchronization, the machine operated normally again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station medsouth cubie failed, and customer tried to open the pocket, but it wouldn't open or release. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.